Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 28-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included abdominoplasty in 2008, allergic rhinitis, insomnia, sinusitis, pregnancy, ovarian cystectomy (3), dysfunctional uterine bleeding, uterine fibroid, migraine, back pain and vaginal discharge. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Laparoscopy and hysteroscopy tests were performed. Concurrent conditions included uterine bleeding and dyspareunia. Concomitant products included paracetamol (acetaminophene), paroxetine, piroxicam (paxil) and topiramate (topamax) since (B)(6) 2008. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 6 days after insertion of essure (ess205). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), and endometrial ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage and urinary tract infection had resolved and the depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on the right side, 3 rings were visible and on the left side, 5 rings were visible. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: bilateral essure device in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming - depression, anxiety, migraines, pelvic pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Uti outcome updated a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 28-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included allergic rhinitis, insomnia, sinusitis, pregnancy, ovarian cystectomy (3), dysfunctional uterine bleeding and uterine fibroid. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Laparoscopy and hysteroscopy tests were performed. Concurrent conditions included uterine bleeding and dyspareunia. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 6 days after insertion of essure (ess205). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), and endometrial ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on the right side, 3 rings were visible and on the left side, 5 rings were visible. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: bilateral essure device in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming - pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 28-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included allergic rhinitis, insomnia, sinusitis, pregnancy, ovarian cystectomy (3), dysfunctional uterine bleeding, uterine fibroid and migraine. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Laparoscopy and hysteroscopy tests were performed. Concurrent conditions included uterine bleeding and dyspareunia. Concomitant products included paracetamol (acetaminophene), paroxetine, piroxicam (paxil) and topiramate (topamax) since (B)(6) 2008. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 6 days after insertion of essure (ess205). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), and endometrial ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the urinary tract infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on the right side, 3 rings were visible and on the left side, 5 rings were visible. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on 04-jan-2018: bilateral essure device in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming - pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2019: plaintiff fact sheet received. Outcome of the event abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) updated to recovered from unknown. Medical history and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included allergic rhinitis, insomnia, sinusitis, pregnancy, ovarian cystectomy (3), dysfunctional uterine bleeding and uterine fibroid. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Laparoscopy and hysteroscopy tests were performed. Concurrent conditions included uterine bleeding and dyspareunia. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 6 days after insertion of essure (ess205). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), and endometrial ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on the right side, 3 rings were visible and on the left side, 5 rings were visible. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: bilateral essure device in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming - pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs and mr received: new events- ¿ abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, dysmenorrhea (cramping), patient did not underwent essure confirmation test¿ added, outcome of previously reported event pelvic pain was updated to ¿recovering / resolving¿, new concomitant and historical conditions ,new lot number, new reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.